Manufacturer narrative:
Product event summary: video files and the pscc100 pulsed field ablation (pfa) catheter with lot number(B)(4) were returned and analyzed. Received multimedia files showed a catheter. In the videos, the guide wire lumen (with a guide wire threaded in and extended beyond the guide wire lumen tip) was being slid in and out the catheter's shaft. The guidewire lumen appeared to be detached from the catheter's distal tip. No identification information on the catheter being used could be extracted from the video. The catheter was visually inspected, and functionally tested. Visual inspection was performed. The catheter was received with the guide wire lumen detached from the tip. The steering and deflection functions were normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The slide function extended the guide wire lumen outside the dual lumen but was detached from the distal tip of the catheter, and the shape of the capture device was unremarkable with no atypical features. The guide wire was received threaded into the catheter's guide wire lumen but not extended beyond the tip. Upon guide wire removal, resistance was encountered during removal attempts. The guide wire was likely stuck due to dried blood, saline, or contrast. X-ray and optical inspection were performed. X-ray and high magnification optical inspection confirmed that the instance was complete detachment and not breakage. Data from the catheter identification chip confirmed usage on the reported event date. The catheter was not reprogrammed as the catheter condition would not permit to perform ablations using the generator. Performance testing with the generator could not be performed due to the returned condition of the catheter. In conclusion, the catheter failed the returned product inspection due to the guide wire lumen being detached from the distal tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the catheter needed to be retracted into the sheath and advanced back out into the array to navigate the small left atrium of the patient. While the right inferior pulmonary vein (ripv) was being cannulated with the guidewire, transseptal access was lost; the sheath went into the right atrium while the guidewire was aimed at the left superior pulmonary vein (lspv). The catheter was advanced over the wire and into the left atrium and the sheath was moved over the catheter. When the array was advanced, it did not look as expected and appeared disjointed. The wire appeared buckled within the array. The array was advanced over the wire and brough back into the sheath smoothly, but when the array was brought out, the guidewire tube appeared sheared off of the array bulb. The case was switched to and completed with radiofrequency. No patient complications have been reported as a result of this event.